Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (280 mg/dl). Customer delivered manual injections to stabilize blood glucose levels, and stated they have back up manual injections for continued insulin therapy.